Manufacturer narrative:
A sample device was not returned for analysis. The lens remained implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of scratch was found on intraocular lens (iol) after implantation. The scratch was not removed and the lens was remains implanted. The patient did not claimed any decrease in the sight ability.

Manufacturer narrative:
Addition information provided in h.3., h.6., and h.10. Information in the file indicated that the lens remains in the eye. A photo was available to view in the file. The photo shows the lens while inside the eye. There appeared to be four scrape marks travelling along the optic, between the optic central zone and the optic edge. Two of these marks are nearer to the optic edge. It cannot be confirmed from the photo if the optic surface damage was on the optic posterior or anterior surface. The optic edge anterior appeared to have multiple small nicked/chipped areas of edge damage. The edge damage was located in the area near the optic surface damage. Information was provided that a qualified company cartridge and qualified company handpiece were used with the lens. A non-qualified viscoelastic was used with the qualified combination. Competitors viscoelastic is not qualified for use with the company handpiece. Based on the photo in the file, the reported damage was observed. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol (intraocular lens) delivery system or any other company qualified combination. Also per the company model IFU: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).